Event description:
It was reported there was a drop in impedance from 700 ohms to 300 ohms and a lead polarity switch. The hcp had concerns about insulation integrity. Follow up information reported the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.